Event description:
On (B)(6) 2013 a 10/8mm amplatzer duct occluder (ado) was implanted. There was a mild residual shunt through the ado after the implant. Two days later on (B)(6) 2013 the patient, still in the hospital, presented with elevated blood pressure. The patient was discharged and given antihypertensive medication. The patient has had follow-up appointments and as of (B)(6) 2013 the patient's blood pressure was normal.

Manufacturer narrative:
The results of this investigation are inconclusive because the product was not returned for analysis. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The cause for the reported event remains unknown.